Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an emergency procedure, the user reported a system boot problem. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. Detailed investigation revealed that the reason for the system problem was that after a system restart, the start of the sw component "appman" was unsuccessful, which was caused by a timing problem of the sw process "csagenericmain". The problem was resolved by a hard reboot by siemens service and has not reoccurred since. It is planned to fix this potentially sporadic timing problem and thus the failure of a system start with vd12a patch 3.2. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.